Manufacturer narrative:
Additional information was received that the device was implanted on (B)(6) 2003; subsequently it was implanted before the use by date and this report is being redacted.

Event description:
It was reported the device and lead were implanted after the use by date. Follow-up was conducted to obtain additional information on the patient and the device system, but the attempts were unsuccessful. The device was removed and a new device was implanted. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).